Event description:
It was reported by the parents of the patient that their son does not receive the expected benefit from his implant. Two electrodes of the implant do not work.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device will be submitted as a follow-up report.